Event description:
A US distributor contacted ZOLL to report that the patient developed an open wound from the uCor HFAMS Patch. The patient described the area as red, itchy, and burning with stinging, sharp pain, and broken skin localized around the borders of the plastic frame and under the patch adhesive. The patient reported having a known history of sensitive skin. There was no alleged device malfunction contributing to the wound. The patient's physician recommended temporary removal of the patch due to the wound. The outcome of the wound is unknown.

Manufacturer narrative:
Not Applicable.